Event description:
Customer reported they flushed new device with saline, went fine. Then flushed with heparin and heparin wouldn't flow. When unattached the silicone seal resealed but has been connected to syringe for one week and is now depressed forever. Used with monoject syringe (12cc). Pediatric patient had a broviac central catheter.